Event description:
It was reported that the patient's blood glucose levels decreased to 33 mg/dl while wearing the pod on the leg for between 5 and 24 hours. The patient was feeling unwell while at school and emergency services were called. As treatment, a glucose infusion of 10 g was administered by the paramedics. The paramedics stayed with the patient for 30 minutes. When the patient arrived home, a new pod was applied for further treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to an over delivery of insulin. There are safety mechanisms within the device that prevent the over delivery of insulin. The device was found to function properly. No timeouts or drive stall were observed in the data. The device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.